Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robot-assisted endoscopic colectomy surgery procedure on (B)(6) 2024 when it was reported ¿the tip of trocar was broken and the fragment was fell into the patient's body. The fallen fragment was retrieved, and the abdominal cavity was thoroughly washed. Doctors predict that the cause may have been contact between the arms.¿. It has been confirmed that da vinci was used for this surgery. Device used by inserting it into the airseal trocar was forceps. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the distal tip of the device is broken. The missing piece was not returned with the device. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 109 complaints, regarding 112 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robot-assisted endoscopic colectomy surgery procedure on (B)(6) 2024 when it was reported ¿the tip of trocar was broken and the fragment was fell into the patient's body. The fallen fragment was retrieved, and the abdominal cavity was thoroughly washed. Doctors predict that the cause may have been contact between the arms.¿. It has been confirmed that da vinci was used for this surgery. Device used by inserting it into the airseal trocar was forceps. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.